Event description:
It was reported that a nursing home resident with a history of dementia was found with her chest stuck between the mattress and the side rail (zone3) deceased by a night nurse making rounds. The patient was on therarest perimeter plus, a foam mattress, that was placed on a hillrom p8200 frame.

Manufacturer narrative:
Further information obtained from a representative of the facility indicates that all four side rails were up on the bed frame and a bed exit alarm was on. The patient had dementia and was constantly moving in the bed. The incident was not witnessed. There was no autopsy done, but the health care provider was told the cause of death was lower lung and abdominal trauma seconary to chest compression between the rail and the mattress. The health care provider indicates that neither the frame nor the mattress was damaged or defective; both the frame and the mattress were inspected and no defects were found. A representative from kci went to the facility to evaluate the therarest perimeter plus (foam mattress) and found that it was in good condition and it was appropriately sized to fit the frame. Although it does not appear that the kci therarest caused or contributed to this event by virture of design or malfunction, kci is reporting this adverse event because the therarest was in use at the time of the patient's death.